Event description:
It was reported that during use of this hose with a reciprocating saw in a rotator cuff procedure, the hose exploded approx three feet from the handpiece and sprayed rubber pieces into the sterile field. There was no report of injury or add'l surgical/medical intervention associated with this event.

Manufacturer narrative:
Investigation findings: the universal hose was received for investigation and the reported problem was verified. A visual examination of the hose observed that the outer hose split in the middle. This type of damage can occur based on overextended use of the hose or if the hose is restricted during use. This hose showed signs of being repaired by a third party as evidenced by a non OEM date stamp of 9/04. The customer will be contacted with findings and provided add'l education as needed. Conmed linvatec will continue to monitor this product for failures.